Event description:
It was reported to philips that the device experienced an unknown error. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) was not able to evaluate the device since the customer refused repair. The customer refused to repair the device therefore the root cause of the problem is unknown. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : the customer refused repair.